Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: site ID (B)(6)- (ae-(B)(4). It was reported that on (B)(6) 2026, a 33mm epic plus mitral valve was chosen for a procedure. During procedure, an accidental laceration on 10-15mm in anterior right ventricular median longitudinal re-sternotomy. They decided to continue the dissection of the cardiac structures manually occluding the created defect with a finger while aspirating with a suction device and patient had a hemorrhage shock. A blood transfusion was performed. The valve was successfully implanted. Post procedure (1.5hrs later), the patient had a cardiorespiratory arrest due to electromechanical dissociation (emd) and a 15minutes cardiopulmonary resuscitation (CPR), adrenaline and vasoactive support recovered with dual chamber (ddd) pacing. The patient had a subsequent pulseless ventricular tachycardia and it was observed a severe ventricular dysfunction without dilation nor intracavitary thrombus. The patient also had a acute acute kidney injury and medications were given. The patient also had a new cardiac arrest and it got resolved after the disconnection of pacemaker. The patient had a sudden 3rd degree heart block with ventricular escape rhythm of 60bpm and a ventricular epical lead was placed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.